Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump was returned with the contrast button as the only operable button on the keypad. There was visible moisture behind the display. No physical damage was found to the keypad cover. The keypad cover was removed and no defects were found to the button contacts. Leak testing revealed a bolus button leak. The pump was opened and there was moisture found throughout the internal pump components, including on the keypad flex connector.